Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing to have the device explanted for reasons not related to the implant. The recipient is not wearing the device.

Manufacturer narrative:
Additional information: section b.7. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.